Manufacturer narrative:
Revision was performed an unspecified number of days after the primary surgery due to instability of unknown cause. No actual, implied, or suspect link to fx product.

Event description:
Revision surgery was performed on (B)(6) 2026, an unknown number of days after the primary surgery, the details of which are unknown. No fall or other trauma was reported. Based on the information available, only humeral cup standard pe/ta6v ø36/+6 was explanted due to instability and replaced with humeral cup standard pe/ta6v ø36/+9. Based on available information, the cup was undersized; although initially stable at implantation, it subsequently became unstable.